Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic bilateral inguinal herniorrhaphy, after the surgeon positioned the mesh, tacks were fired, but the tacks did not attach to the patient¿s tissue. No tacks were able to penetrate the tissue nor hold correctly onto the tissue. The fired tacks remained in the inguinal cavity. The surgeon did not collect the tacks. A fixative from another manufacturer was used instead.